Manufacturer narrative:
The explanted inlay was returned to the manufacturer and subjected to visual microscopic inspection and dimensional analysis. The edge thickness and diameter were measured and found to be within specifications. The inlay had a very small cut near the edge and some particles were observed on the surface, but these findings are consistent with findings for corneal inlays that have been explanted since surgical instruments are required to remove the device from the eye and place it in a hydrated storage container for transport. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in positon and decreased vision are listed in the device labeling as known potential risks. Complaint reference #: (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the left eye on (B)(6) 2017. The inlay decentered 3 mm inferiorly and resulted in a decrease in best corrected distance visual acuity (bcdva) from 20/20 preoperatively to 20/70-1. The inlay was explanted on (B)(6) 2017. At last examination one month post explant bcdva improved to 20/20-1 and the cornea was healing ideally. The surgeon attributed the inlay decentration to a steroid-induced iop spike.